Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a nurse that the customer got hospitalized due to low blood glucose with blood glucose of 45 mg/dl at the time of the incident. The customer was at 244 mg/dl before the low. The caller did not mention how the customer was treated. The customer experienced symptoms such as a seizure and non responsiveness. The customer was wearing the insulin pump during the incident. The caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the pump was not available at the time of the call. The caller stated the customer gets bent sensors sometimes. The customer was getting highs and lows and continually suspending the pump manually. The caller stated the customer's spouse changed all the pump settings without any health care professional's input. The insulin pump will not be returned for analysis.